Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose reading was over 500 mg/dl. It was unknown how the customer treated for their high blood glucose. It is unknown if auto mode was active at the time of the event. The customer declined to troubleshoot for the high blood glucose incident. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
New information related to treatment has been received and provided with this report. (B)(4).

Event description:
Customer's high blood glucose level was treated with manual injection.